Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The gaskets and o-ring seals of the breathing circuit were replaced to resolve the issue. Block a: no report of patient involvement. Block d4: no UDI available as device was manufactured prior to UDI compliance date. Block h4: date of device manufacture year is 2002. The monthâ ofâ manufacture was unavailable at timeâ ofâ MDR filing. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in a leak greater than 4.5 lpm. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that there was no reportable malfunction.